Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit was not returned for analysis; however, a log file was submitted for review spanning approximately 4 days ( (B)(6) 2021 per timestamp). On (B)(6) 2021 at 19:34:18 - 19:34:22 there was an atypical loss of ac power while connected to the mpu. This event triggered low voltage and power cable disconnect alarms that became a no external power alarm. This event cleared when ac power was restored, and the backup battery provided power during this time. There were no other notable alarms in the log file related to the reported event. Pump operation was not affected. Additional information indicated that no further information is available at this time regarding the investigation. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect and no external power alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6) 2021 -(B)(6) - a complaint history review performed found no duplicates or complaints related to this event, or patient.

Event description:
It was reported that log file analysis captured a series of no external power events on (B)(6) 2021 that were caused by power to the mobile power unit being briefly interrupted. Log file analysis also captured an odd string of power cable disconnects while on battery power. There were no other unusual events recorded in the log file history. The equipment was operating as intended.